Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user observed a color chip failure error message. The device was used for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.